Event description:
The caller alleged discrepant results when repeated test with inratio meter. The results are as follows: 2008; 0.7. Same day; 1.6. The repeated test was performed if the second patient the only one value was given. No comparison was given. Customer to continue using strip lot # 070682a and call us back right away if the error persists. Customer agreed. No further action required from l2. Customer satisfied.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio. The calculation and test results are as follows: 2008: 0.7; same day: 1.6; average: 1.15; stdev: 0.64; %cv: 55.34. As per internal procedure, if the value is greater than 20%, the criterion is not met. Product will be investigated. The repeated test was performed, if the second patient, the only one value was given. No comparison was given. The inratio value will differ from one patient to another one.